Event description:
Related manufacturer reference number: 1627487-2021-18797. It was reported the patient fell due to weakness in their left leg following their drg trial procedure. Later, the patient was admitted to the emergency room (ER) wherein both drg leads were explanted to address the issue. Patient was discharged and issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.